Manufacturer narrative:
Concomitant medical products: pri tubing, bd plastipak 50/60ml syringe; therapy date: (B)(6) 2016. The customer¿s report of module(s) shutting off unexpectedly during infusion was confirmed. Physical inspection showed that the iui connectors of each device were contaminated and showed signs of corrosion. Review of the pcu event log confirmed that the devices shut off repeatedly during use, due to channel disconnects. The event log revealed that channel disconnect alarms occurred both due to power loss and loss of communication, which caused channel malfunction errors to occur. Both the channel disconnect alarms (due to loss of power/communication) and the channel malfunction errors (due to loss of communication) were reproduced during lab testing. Both returned modules were over-due for preventive maintenance at the time of the event, and consequently produced a maintenance reminder prompt when attached to the pcu. The maintenance reminder prompts appeared several times before the infusions were programmed and with each channel disconnect alarm; the user confirmed each prompt. According to the alaris system directions for use if a maintenance reminder occurs, the device(s) requiring maintenance should be removed and the appropriate facility personnel should be notified. The cause of the reported event was determined to be channel disconnects, due to contamination of the iui connectors.

Event description:
The customer reported that a module shut off unexpectedly during use on a patient. No patient harm occurred, and no other event information is expected.